Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11j. Retainer ring = black. Customer returned pump for alleged cosmetic damage located at the lcd window found on sep 07, 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. Pump not received with original battery cap. The following were noted during visual inspection: cracked corner of belt clip rails, cracked battery tube threads, damaged display window cover, cracked display window corner, pillowing keypad overlay, cracked overlay, overlay scratched and overlay texture damage. Cosmetic damage was confirmed at the lcd window. Battery cap damaged unknown.